Event description:
The device was used on a pt on (B)(6) 2011. The device analysed the pt and advised and delivered a shock. The device then analysed the pt again but no shock was recommended. The emergency services arrived and CPR was provided and continued on the way to the hosp. Although no allegation was made regarding the performance of the device, the emergency responder thought that the metronome was operating at less than 100 beats per minute. The pt died.

Manufacturer narrative:
No fault of any kind was found with the returned pad device and pad-pak. The metronome was confirmed to be pulsing at 101 beats per minute. The clinical eval of the event confirmed that the device had performed to specification throughout the event. The pad pak (batteries and electrodes) used in the device is for single use only but the pad 300p defibrillator is a multi use device. It is not known if this was the first use of the pad 300p device.